Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to corporate product surveillance (cps) that they had to change the interlink y-type blood solution set, product code 2c6723, lot number unknown, due to the filter clogging when performing a mass transfusion of blood. They add a 40 micron pall filter on top of the set at this facility. The customer does not think this set is appropriate for use with mass transfusions and is not currently using the product anymore. There was no patient injury or medical intervention necessary. No additional information is available.